Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.2 (held dose for 1 day. Date: (B)(6) 2010, inr: 1.3 (adjusted dose). Date: (B)(6) 2010, inr: 3.0 (held dose for 1 day). Date: (B)(6) 2010, inr: 1.8 (adjusted dose). Date: (B)(6) 2010, inr: 2.6. Date: (B)(6) 2010, inr: 1.1 (adjusted dose). Date: (B)(6) 2010, inr: 4.7 (held dose for 1 day). Date: (B)(6) 2010, inr: 1.0. Caller also alleged discrepant results compared to lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 3.1. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.